Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, while trialing the components for a total knee, a tasp fractured upon removal of the construct, the bottom of the tasp chipped. Surgeon followed the correct removal technique. No pieces were retained in the patient. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection was not performed as the product was not returned. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g4, g7, h1, h2, h3, h4, h6, h9, h10visual evaluation of the returned device shows signs of repeated use and is fractured at the post. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Additional information does not affect previous root cause.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.